Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 44mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. From (B)(6) 2015 to (B)(6) 2018 the follow up computed tomography scans showed that the maximum diameter of aortic aneurysm/lesion was increased from 45mm to 51mm. It was reported that on (B)(6) 2018, a type ii endoleak from the lumbar artery was identified and the patient underwent an endovascular procedure to embolize the aneurysm. No further adverse events have been reported.